Event description:
It was reported that the ilet pump¿s screen was cracked and subsequently became unresponsive, rendering the device unusable for insulin delivery and meal announcements. Symptoms included no clinical symptoms. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included a review of the reported event and collection of device history and use information from the user. Investigation of this case revealed damage to the device display consistent with physical impact and user-reported screen cracking, with the device otherwise able to sync data before shutdown. It was concluded that the device malfunctioned due to physical damage to the screen, and the event was attributable to device damage rather than a product quality defect.